Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and was brought into clinic. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi and was delivering high output on the left ventricular lead causing the phrenic nerve stimulation. The device was reset to resolve the issue. The patient was in stable condition.